Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and angulation was low. In addition, evaluation found the nozzle was deformed, the bending section cover adhesive was detached, the bending section cover was discolored, the suction cylinder was shaved, the control unit was discolored, the universal cord was discolored, illumination was uneven due to breakage of the light guide bundle, water removal ability did not meet standard value and there was no air/water fed due to clogging of the air/water tube, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the duodenovideoscope had angulation control problems and reduced angulation. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material and several parts (grip, right/left knob, up/down knob, forceps control lever, scope connector, and scope cover) were dirty. The report is being submitted due to the foreign material on the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3, b5 and section e. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information from the customer reported the issue was found during preventative maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator could not be specified, there was no physical damage where the foreign material was found and there were no deviations when reprocessing the device according to the IFU, a definitive root cause of the foreign material on the forceps elevator and device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from an olympus representative reported the customer inspected the device for any abnormalities before use. The scope was reprocessed according to the instruction for use. During reprocessing, there was no delay in starting precleaning, the forceps elevator was raised and lowered three times during water aspiration, the forceps elevator was brushed, the forceps elevator was operated in the detergent solution, the forceps elevator was flushed appropriately, and the distal end was brushed.